Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad display; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a bad display was confirmed and reproduced during product evaluation. This condition was caused by a faulty main display. The main display was replaced to correct the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.